Event description:
The device was returned for analysis and it was discovered that the guidewire (subject device) ptfe (polytetrafluoroethylene) coating was noted to be peeling. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 195cm from the proximal end. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 60cm from the proximal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. During functional inspection the guidewire was advanced through a flushed demonstration microcatheter, slight friction was noted as the guidewire advanced into the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that strong resistance was encountered when inserting the subject guidewire into a non-stryker balloon catheter. The procedure was then completed with another company's micro guidewire. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, flush was given inside the balloon catheter when the guidewire was inserted, the guidewire tip was shaped 40 degrees, friction/resistance was felt at the hub, and the introducer was used when inserting the guidewire. During the visual inspection, the guidewire was noted to be kinked/bent at 195cm from the proximal end and the ptfe coating was noted to be peeling in multiple areas up to 60cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. During the functional inspection, the guidewire was advanced through a flushed demonstration microcatheter and slight friction was felt where the guidewire was kinked/bent. An assignable cause of procedural factors will be assigned to the reported and analyzed defects 'guidewire difficult to insert' as well as the analyzed defects 'guidewire kinked/bent' and 'guidewire friction' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with an accessory device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the analyzed defect 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.